Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient had abg ii stem revised 13.4.18 due to periprosthetic fracture at (B)(6). The fracture was located in the right hip. The patient slipped & fallen at their house. The patient also had an abg ii cup in situ with a ceramic liner. This was left in situ. During the surgery, a trochanteric grip plate (competitor) was applied & the abg ii stem revised for a long stem exeter.